Event description:
It was reported that the surgeon was loading a cc4204bf collamer plate lens, and felt the lens looked deformed/abnormal. The surgeon decided not to use the lens and there was no pt contact or injury. The surgeon felt the lens was rec'd deformed and was defective.

Manufacturer narrative:
Eval: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search found no similar complaints within the work order. Conclusion: based on the complaint history, the work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.